Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 715230010, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that during last several months the patient stated the inflatable penile prosthesis (ipp) quit pumping. A surgical procedure was performed in which cylinders and pump were removed and replaced. Existing reservoir was left in place on the right side and a new reservoir placed on left side. No leaks were found in the cylinders while the reservoir was not tested due to it being left in place. Air was seen in pump when it was explanted. No problems were encountered. The patient did not experience adverse events and was said to be good after the procedure.